Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including cuts through the insulation. This type of damage is consistent with that incurred during the explant process. There was no evidence of damage to the lead tip/helix that would have caused or contributed to the reported dislodgement. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate shocks. An x-ray was obtained that confirmed a lead dislodgement. The patient was admitted to the hospital and device programmed off until a lead revision was performed. Lead damage in the area of the suture sleeve was observed at the revision procedure. The lead was subsequently extracted and replaced. The physician also reported the lead sustained some damage during its extraction. No adverse patient effects were reported.